Event description:
Had the essure procedure done in 2007, since then I have had major problems with headaches, nausea, abnormal periods, blood clots and abdominal pain. In (B)(6) 2014 (7 years after the device was placed) after years of suffering, my doctor found the one of the essure coils came out of my fallopian tube and was in my uterus. This required surgery. Unfortunately during surgery my doctor found that part of the coil was still in the fallopian tube, therefore she had to cut the coil and leave part of it there, otherwise risk perforating my uterus. Since then I have had continued health problems. My doctor had to do a hysterosalpingogram to ensure my tubes were actually closed. During this test, they were unable to locate remaining part of coil, again not in the fallopian tube were they claim they are supposed to stay, but my doctor believed it may be embedded in my uterine lining somewhere. I recently underwent an ablation to try and believe some of my symptoms, but if this doesn't work my only option would be a hysterectomy. I am only (B)(6) , have a full time job and family. Not only would this be a major surgery with risks involved in major surgeries, but financially I would have to miss weeks of work. This product should be taken off the market, so no other women may go through what myself and thousands of other women have had problems with.